Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of humidification error. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. During the evaluation, observed that pca was burned and contamination ds2 inlet/outlet seal. The customer complaint was reproduced. There were multiple errors have been identified. The device was scrapped.